Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 577 mg/dl. Customer did not mention any symptoms. They feel ok to troubleshoot. Drive support condition was not mentioned. Customer's blood glucose value at the time of incident was 577 mg/dl. Customer current blood glucose level was 258 mg/dl. Customer reports they have contacted their hcp regarding high blood glucose reading. Customer treated their issue in the hospital. Customer did not mention leaks or air bubbles. Customer declined to check bolus wizard settings for accuracy. Customer has been using insulin pump system within 48 hours of reported high blood glucose reading event. The infusion set changed june 26, 2018. Customer also reported under-delivery issue. The infusion set was not bent. Product will be returning for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08755 inches.